Manufacturer narrative:
(B)(4). Information unavailable. The device was not returned.

Event description:
It was reported post implant a realize band, the patient was complaining about abdominal pain. The surgeon performed a laparoscopic diagnostic procedure and found that the strain relief had slid down the tubing and had attached to the peritoneum of abdominal wall where the patient was feeling the pain. There was no infection present. On (B)(6) 2011, the surgeon did a port replacement procedure. The case was completed with no patient consequence. Additional follow up is being conducted. If additional details become available a 3500 a supplemental will be sent.